Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the reported transapical access site bleeding cannot be confirmed; however, per report the doctors had issues with the catheter access site because the patient¿s lv apex tissue was very friable. It is possible that a combination of patient factors (e.g. (B)(6) female, frail, friable apex tissue) and procedural factors may have contributed to the event. There is no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Updated the device lot number, manufacturing date and expiration date fields.

Event description:
Per the edwards lifesciences field clinical specialist report, during a transapical tavr procedure, after implantation of a 23 mm sapien valve, the doctors had issues with bleeding as the lv apex was very friable. There was severe blood loss. Inotropes and pressors given, the patient was transfused and CPR was performed. Despite all rescue efforts the patient passed away on table.

Manufacturer narrative:
According to the information provided on the tavr operative report, the apical myocardial tissue was extremely fragile, and after inserting the sheath into the ventricle and removing the dilator, there was significant bleeding around the sheath. The stay sutures were in place and the bleeding was controlled with manual pressure on the myocardium, around the sheath. It was elected to proceed with aortic valve replacement and this was accomplished with excellent results. During removal of the sheath the tissue was so friable and fragile that both purse string sutures appeared to have pulled through the myocardium. Systemic heparinization was then reversed with protamine and the bleeding seemed to be controlled. At this point the patient was hemodynamically stable and wound closure was started. The patient suddenly started having severe recurrent arterial bleeding through the apical site. It appeared that with each heartbeat, the wound was enlarging. The patient continued to lose a massive amount of blood. Multiple reinforcing pledgeted sutures were placed, CPR was started, code drugs were given and the patient was transfused multiple units of blood. Despite extremely aggressive attempts at resuscitation over about a 30-minute period of time, the patient ultimately died. The cause of death was reported to be ¿exsanguination from uncontrollable hemorrhage related to transapical tavr¿.